Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringes leaked into the caps during transportation to the laboratory, causing air to get into the blood samples. Lot #s 8063716 and 8272887 were reported to have been affected in this incident, though the specific number of occurrences for each is unknown.

Manufacturer narrative:
H.6. Investigation summary: ten 1ml syringes in fully sealed blister packs were received and visually evaluated. Five were confirmed to be from batch #8272887 (p/n 309659) and five were confirmed to be from batch #8063716 (p/n 309659). No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Leak testing was performed on all ten samples with no defects confirmed. Root cause not defined since defects were not confirmed in sample received. No corrective actions recommended since product defect was not confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8063716, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-04. Medical device lot #: 8272887, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringes leaked into the caps during transportation to the laboratory, causing air to get into the blood samples. Lot #s 8063716 and 8272887 were reported to have been affected in this incident, though the specific number of occurrences for each is unknown.